Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reported denied any damage to the pump or moisture in the pump. The reporter stated the issue was not associated with battery changes and confirmed that there were no unconfirmed alarms in the pump history. During troubleshooting, the reporter was advised to insert a new battery from a new pack, and the pump powered on appropriately. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a cause for the original power issue could not be determined and the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2017 with the following findings: a review of the black box indicated that reboots had occurred. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The test battery cap was able to secure properly to the pump. The pump powered on normally and successfully completed a 24 hour duration test with no power issues occurring. The pump was opened and no defects were found to the power circuit. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the pump casing was cracked near the upper corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.